Event description:
The device¿s previous manufacturer, invacare provided ventec with a copy of voluntary medwatch report number (B)(4), which stated the following: "during (B)(6) 2024 visit, patient shared that he had a blister on his right hand between the thumb and index finger. He would not tell the nurse what day this event happened. He said he was smoking, and when he put the cigarette to his mouth there was a flash and a burn to his finger. He said he was smoking with his oxygen on. He refused to go to hospital or have any medical treatment". The patient, a 73-year-old male on hospice services for the diagnosis of copd survived the reported event. No further details were provided.

Manufacturer narrative:
H6: this device was manufactured and placed into commercial distribution back in march of 2013, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, UDI#, shall state none. The device was not returned to ventec for evaluation. The invacare perfecto2 oxygen concentrator user manual provides the following warnings [p.9-10]: "danger! Risk of death, injury, or damage improper use of the product may cause death, injury or damage. This section contains important information for the safe operation and use of this product. - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as user manuals, service manuals or instruction sheets supplied with this product or optional equipment. - if you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment. - check all external components and carton for damage. In case of damage, or if the product is not working correctly, contact a technician or invacare for repair. - this product is intended to be set up by adults or under adjust supervision only after reading and understanding the instructions and warnings of this user manual. Danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: - do not smoke while using this device. - do not use near open flame or ignition sources. - no smoking signs should be prominently displayed. - keep all open flames, matches, lighted cigarettes, electronic cigarettes or other sources of ignition at least 10 ft (3 m) away from this concentrator or any oxygen carrying accessories such as cannulas or tanks. Danger! Risk of death, injury, or damage from fire textiles, oil or petroleum substances, grease, greasy substances and other combustibles are easily ignited and burn with great intensity in oxygen enriched air and when in contact with oxygen under pressure. Smoking during oxygen therapy is dangerous and is likely to result in burns or death. To avoid fire, death, injury or damage: - do not allow smoking within the same room where the oxygen concentrator or any oxygen carrying accessories are located. - if you disregard these warnings about the severe hazard of oxygen use while you continue to smoke, you must always turn off the concentrator, remove the cannula and then wait ten minutes before smoking or leave the room where either the concentrator or any oxygen carrying accessories such as cannulas or tanks are located." Ventec has reviewed the information provided in the user facility medwatch report. Ventec's investigation determined that the cause of the reported issue was user error, due to the patient smoking in very close proximity to the device which was actively delivering oxygen to the patient. These actions resulted in the observed "flash" (fire) and burns/injury to the patient's fingers.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section h10, related report numbers, of the initial medwatch report stated: blank section h10, related report numbers, of the initial medwatch report should have stated: 101545-2024-0016.